Manufacturer narrative:
Catalog number: ult8.5-38-25-p-5s-cldm-tong-050399. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an air leak was found at the hub of a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter after insertion. The physician cut the body of the catheter to remove the device. The procedure was completed with the exchanged device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation - evaluation. A review of the documentation, specifications, as well as a functional test, visual inspection and dimensional verification of the returned device were conducted during the investigation. One mac loc catheter was returned in two separate pieces in used condition with no surface damage noted on the device. The device was returned with the mac-loc in the locked position. The separation of the device appeared to be a cut. Biological matter was noted on the device. A leak test was conducted and confirmed the presence of a leak between the catheter tubing and the connector cap. A tug and twist test revealed that the proximal assembly was secure. Upon removal of the cap, the suture string was found to be normal in the threads. The flare appeared lopsided and discolored, but due to compression of the flare within the cap and the potential for damage upon removal, it cannot be determined if the flare was made to specifications. Dimensional analysis confirmed that components of the device were manufactured within correct specifications and tolerances, however the number of adapter threads showing exceeded what was detailed in manufacturing specifications. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the device was not made to specifications. A review of the device history record was unable to be performed, as the lot number is unknown. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause was determined to be manufacturing related. The connector cap was not adequately torqued onto the hub. Appropriate measures are being taken to address this failure mode. The appropriate personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.